Manufacturer narrative:
Pump unable to perform the displacement test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Pump received with stained end cap sticker, stained back address label and minor scratched lcd window.

Event description:
It was reported that the crack on the insulin pump case around the reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.